Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. During evaluation the device alarmed downstream occlusion. The cause was identified to be an out of the specification force sensor. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a heparin infusion at 11/kg/h a spectrum pump did not reset after a downstream occlusion was cleared. It was also stated the volume to be infused was not decreasing and the pump experienced back flow. The patient¿s blood was backing up the intravenous (IV) line at the IV site about 10-12 inches. Hepxa was done and came back low less than 0.1. The pump was switched out and blood-colored heparin that was sitting in the line started to push back out into the IV and cleared within seconds. The first hepxa after the pump was changed was low normal while the second hepxa after the pump was changed was high. No additional information in available.